Event description:
A physician reported a pt who was originally skin tested [date unknown] by another physician with negative results. The pt has had multiple collagen treatments without event. On 7/13/1998, the pt was treated in the nasolabial folds. On 7/16/1998, the pt phoned the physician's office and reported the onset of "lumpiness" and redness at the treatment sites. The physician prescribed an ice pack, benadryl, and medrol dosepak. On 7/22/1998, the pt was examined by the physician who noted a small amount of redness at the left nasolabial fold treatment site. The physician believed this was due to bruising from the injection process itself, and probably not a hypersensitivity to the collagen. No further medical or surgical intervention was prescribed or planned.